Event description:
It was reported by service report that the jack was drifting; brakes were not holding; brake steer pedal was broken with exposed sharp edges. No pt involvement or adverse consequences are reported.